Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
Event description:it is reported that the physician intended to use the protege; gps to treat a lesion in the lower limb. It should be noted that the protege; gps is only indicated for use in the carotid, biliary and iliac. It is reported that the stent would not deploy. The stent was removed and another protege; gps was used to complete the procedure. No patient injury is reported. The returned device exhibited partial deployment. It is unclear whether this occurred in vivo or in vitro. Evaluation summary: the protege gps stent delivery system (sds) was received for evaluation with the 1/2 cell (1strut levels) exposed. No ancillary devices or cine images from the procedure were available for this investigation. The outer sheath had separated from the manifold. The strain relief was removed to expose a typical adhesive filet. The exposed stent section exhibited dried white residue consistent with dried contrast and/ or saline residue. The outer sheath exhibited discoloration within the stent region. The discoloration appeared to follow the braid component of the outer sheath. The sds was held against a bright light source revealing a bridge collapse between two strut levels. The collapse position coincided with one of the noted discoloration marks. The outer sheath was pulled proximally at the proximal edge with rigorous force but the stent would not deploy.